Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had solid white display. Customer reported pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments or partial display anomaly due to moisture damage on the electronic assembly. Unable to verify the critical pump error (open book image) or perform the displacement test and self test due to missing segments or partial display. Moisture damage on the keypad assembly, battery tube and motor assembly also noted during visual inspection.